Event description:
It was reported that pericardial effusion (pe) and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. Pre-procedure transesophageal echocardiogram (tee) imaging confirmed there was no pe noted prior to the procedure. Venous access was obtained and transseptal puncture (tsp) was performed using versacross connect (vcc) transseptal access system. A watchman access system (was) was advanced into the la. A pigtail catheter was then inserted into the laa, and contrast injection was performed. A 24mm watchman flx pro closure device and delivery system (wds) was positioned at the laa then subsequently deployed and implanted after meeting release criteria. No recaptures of the wds were required and the tug test was not aggressive prior to implantation. The procedure was concluded. A few hours post index procedure, the patient's blood pressure had dropped to 60/40, and a pe was noted on transthoracic echocardiogram (tee) imaging. The pe was also noted to transition to cardiac tamponade. A pericardiocentesis was performed and 300cc of fluid was drained. The patient was stable, and no bleeding was detected post pericardiocentesis. The patient remains hospitalized.